Manufacturer narrative:
(B)(4). Concomitant medical products: 11-107018 ¿ freedom head ¿ unknown lot, unknown cup ¿ unknown part and lot, unknown stem ¿ unknown part and lot. Reported event was confirmed by review of medical records noting recurring dislocations and extensive debridement with synovectomy of the left hip joint. Severe metallosis and failure of the acetabular mechanism. The poly had worn significantly and a portion of the plastic had broken due to fatigue from chronic wear. There was metal-on-metal with the ring of the retaining ring against the side of the femoral component. DHR was unable to be reviewed as the lot number for the device is unknown. A root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01249.

Event description:
It was reported that a patient underwent a left hip revision approximately 5 months post implantation and approximately 18 months later the patient underwent a second revision due to dislocation and poly wear. After the second revision, the patient continued to experience dislocations and underwent a third revision approximately 13 years later. During the surgery, the poly was found to be fractured from chronic wear resulting in metal-on-metal friction between the retaining ring and the femoral head component. As a results the patient experienced severe metallosis. A new head and liner component were then implanted. Attempts have been made and additional information on the reported event is unavailable at this time.